Event description:
It was reported that the temperature was too low, stk failed (iso) temperature set, iso was too high. There was no patient involvement, and no harm reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. One device was returned for evaluation. Functional testing was performed as per procedure and the customer stated problem was confirmed. Visual testing was not performed. There was no good water circulation. The root cause was due to a faulty pump. Pump was very noisy and too hot. The pump was replaced, and temperature adjusted. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.